Manufacturer narrative:
Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (check therapy electrode messages) was confirmed due to the electrode belt ECG c&d cable¿s white wire being broken at the distribution node (dn). The belt did not pass falloff testing. Upon further investigation, it was found that gel was leaking from all therapy electrodes. The root cause for the broken wire was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "check therapy electrode" messages.